Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. The device did not meet specifications during a shaft leak test and an irrigation leak test. Additionally, multiple short circuits were detected. Further investigation revealed that the irrigation tubing had been fractured at the distal end of the device, consistent with the failed shaft and irrigation leak tests, fluid ingress, the observed short circuits, and a loss of force data during the procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured irrigation tubing is consistent with damage during use.

Event description:
This event is to advise of a leak and short circuit noted during analysis.